Manufacturer narrative:
The device was received by the philips bench repair on 10-apr-2017. The reported issue was confirmed and traced to a faulty power pca and battery pca. The power pca and battery pca were replaced and the device passed all performance assurance testing and was placed back in service. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information was requested but not provided.

Event description:
The customer reported to philips that there was a failure to discharge via internal paddles twice during surgery. The clinical staff used the same paddles with a different defibrillator and were able to deliver therapy to the patient. The symptom occurred during use on a patient. The customer has reported that there was no harm to the patient; they delivered shocks with a different device. Although there was no patient harm, we are considering this as a serious injury as the users had to take action (retrieving another defibrillator) to prevent harm.

Manufacturer narrative:
The device was received by the philips bench repair on 10-apr-2017. The reported issue was confirmed and traced to a faulty power pca and battery pca. The power pca and battery pca were replaced and the device passed all performance assurance testing and was placed back in service. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information was requested but not provided.